Event description:
A pt contacted our firm to report developing a corneal ulcer os about 6 months ago while wearing acuvue advance for astigmatism contact lenses. The pt said he/she was initially seen inn an emergency room. The pt said he/she was treated for about 1 month. He/she initially returned to the eye care professional's (ecp's) office daily for one week and then about once a week. The pt said the ulcer resolved and he/she was released to return to contact lens wear. The pt said he/she has been successfully wearing acuvue oasys for astigmatism lenses. The pt discarded the lenses in question and does not have the lot number. The ecp's office was contacted and they acknowledged the pt was treated but provided no specific information. The ecp initially said a verbal release would be acceptable. The pt called the office to release information and was informed that a written release was necessary. The pt has said he/she would sign a release, but a release has not been signed at this time. This event is presumed to be a serious injury due to the reported nature of the injury, and the reported frequency of follow-up care. We will continue to follow-up with the pt and will report any additional information within 30 days of receipt. MDR event are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device discarded - unable to follow-up.